Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4). Device image evaluation: a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. However, it was not possible to perform a proper product investigation since the implants were not returned. Nonetheless, the customer provided some pictures of the actual implant involved in the complaint. Based on the pictures, the right breast implant appears totally ruptured. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses.  Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: right breast implant rupture, and bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 450cc mentor memorygel breast implant and was presented with right side breast implant rupture, and bilateral ptosis. As a result, patient underwent bilateral expalntation and replacement on (B)(6) 2019 with allergan brand implants.this report is for the patient¿s right-sided device.